Manufacturer narrative:
(B)(4). Customer states that no product was saved to be returned.

Event description:
Clinical engineer called to request how to clean chemotherapy medication off an IV pump. Instructions were given to follow hospital policy for chemo spills. He reported that the nurse set up a chemotherapy infusion and that about 10 mins into the infusion the notice fluid dripping out of the pump. The medication and IV tubing was placed in a biohazard bag and discarded. The nurse was able to replace the medication quickly. The device was placed in a biohazard bag and sent to biomed for cleaning. There was no pt or user harm and no medical intervention was required. Customer stated that no additional event or pt info is available.